Event description:
It was reported that the patient was unable to connect to their ipg following an unrelated procedure. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.